Manufacturer narrative:
Testing was performed with indocyanin-grün (indocyanine green) with the direct bilirubin reagent and a strong interference was found.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were confirmed on a cobas c702 analyzer, but were not confirmed on an integra 800 analyzer. An interference with indocyanin-grün taken by the patient was likely and could not be excluded.

Event description:
The customer received questionable direct bilirubin results for one patient sample. The initial result was 9.46 mg/dl and was reported outside the laboratory. The repeat results were 9.50 mg/dl and 2.97 mg/dl (x3). The repeat result on (B)(6) 2015 on the cobas integra was 1.34 mg/dl. The repeat results on (B)(6) 2015 on an olympus au analyzer were 1.13 mg/dl and 1.1 mg/dl. It was unclear if all of the results were generated from the same patient sample. The patient was not adversely affected. The reagent lot number was 60752901 with an expiration date of (B)(6) 2016. A general reagent issue could be excluded as the provided calibration and qc data was acceptable. A general instrument issue could be excluded as the instrument check was ok.